Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited an abrupt longevity decline within an approximate one year period. Data was sent to engineers for a longevity assessment. The data review confirmed this anomaly was due to high atrial sensing which resulted in an increased power consumption. To date, the device remains implanted and in service with no resulting adverse patient effects.